Event description:
It was reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was around 300 mg/dl. Customer stated that there was a hospitalization for high blood glucose and diabetic ketoacidosis. Customer was wearing the pump at the time of hospitalization. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. All operating currents were within specification. The low battery alarm and off no power alarm functioned properly. No unexpected no delivery alarm or failed battery test alarm or bad battery alarm was noted. The low reservoir alarm functioned properly. The insulin pump had cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).